Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Also, it was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had manual injections available.